Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller joint (acj). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm but not replicate the arm 3 fault. In logs, it was confirmed that the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sitting idle for 1 hour. After testing 10x cycles no error, reviewing the system error logs was no error could be identified. After testing completed cycles, the printed circuit assembly system error logs was reviewed and no error could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during docking that universal surgical manipulator (usm) 3 faulted. The customer attempted to recover the fault three times, but the system still faulted. The customer ultimately disabled the suspected usm. The procedure was reportedly being completed as planned, with no reports of patient injury.